Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. IFU states: ''for bleeding or hematoma - pressure may be applied to the puncture site using digital or manual pressure or using a compression device.'' The complaint can be confirmed for hematoma. Based on the information given, the exact root cause of the event cannot be determined. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the fmea.

Manufacturer narrative:
The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the angio-seal device was used during the procedure. The patient had a hematoma formation post discharge and returned three hours post discharge. Initial hemostasis was obtained through initial recovery of one-hour bed rest, one-hour sitting, ambulate after two hours and discharge after an additional hour. The patient was a diagnostic left heart catheterization (lhc) using a 6fr terumo femoral sheath. The femoral artery was not visualized prior to deployment as far they could tell by post angios. The patient was discharged approximately three hours post angio-seal deployment with no notable bleeding. The patient returned three hours post discharge with a hematoma. Manual compression was held, and hemostasis was obtained. Patient was then observed overnight in the hospital with no further complications. Patient returned to the hospital on (B)(6) 2021 with an additional hematoma. Patient was sent to computerized tomography (CT) scan and an inguinal bleed was seen. Manual pressure was again applied, and final hemostasis was obtained. Patient was on lovenox post procedure and aspirin 325mg po per day. The patient was readmitted on the same day of discharge due to inguinal bleed and hematoma over right groin site. The patient's condition was stable and was discharged from the hospital. The lhc and initial device deployment were successful with re-bleed post procedure. The estimated blood loss was greater than 250cc's. Additional information was received on 02apr2021. They could not find a pre deployment angiogram in the saved angios for the patient, it may have just been done under fluoroscopy.